Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unknown procedure. Reportedly, a suture break was noticed. The method of achieving hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unknown procedure. Reportedly, a suture break was noticed. The method of achieving hemostasis is unknown. Subsequent to previously filed report, additional information was received: it was reported that this was a vessel closure of a right groin using a prostyle relative to an unspecified procedure. Reportedly, a suture break was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.